Event description:
It was reported that there was a loose connection between the patient line of the homechoice automated pd set with cassette and the transfer set which resulted in leak. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set remained in use. Renal therapy services (rts) assisted the patient in ending the therapy session and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name - (B)(6). Initial reporter phone no. - (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.